Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: patients with heart failure and an implanted cardioverter-defibrillator during the coronavirus disease 2019 pandemic: insights from a multicenter registry in poland. Kardiologia polska. 2021; 79(5): 562¿565. Doi: 10.33963/kp.15918 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding patients with heart failure and an implantable cardioverter defi brillator (ICD) or cardiac resynchronization therapy defibrillator (crt-d) during the coronavirus disease 2019 pandemic. The article reports ICD, crtd, and lead dysfunctions, but the types of dysfunctions are not known. The status/disposition of the devices and leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.